Event description:
My (B)(6) daughter unknowingly used clear care plus with 3% hydrogen peroxide to rinse her contact lens and then placed it in her eye. She experienced extreme burning and stinging. After the contact was removed, the burning sensation decreased but the eye remains red and irritated still 7 hours later. Our eye dr said she should put false tears in her eye every hour today and every 1-2 hours tomorrow. How was it taken or used? Ophthalmic. Product type: otc. Strength: 3% hydrogen peroxide.